Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon ruptured occurred. The 75% stenosed target lesion was located in the calcified and moderately tortuous left external iliac artery. The procedure was approached from the left brachial. The 7.0x20/135 (4f) sterling mr balloon was to be used for predilatation of the target lesion. The sterling balloon was inflated once and ruptured at 10 atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.